Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer slept late and blood glucose (bg) was 32 mg/dl due to not consuming carbohydrates. Glucagon taken to address low bg. Tandem technical support recommendation was made for the customer to discuss the event with a healthcare provider.